Event description:
Pt (B)(6) had knee replacement surgery. For post-operative pain relief, the end of the catheter attached to a symbios go pump was placed behind the patella. Upon removal, the health care professional felt like resistance and pulled really hard, resulting in the catheter snapping. Pt returned the next day to have the catheter segment surgically removed. This product is labeled with a warning against placing the catheter end in joint spaces.

Manufacturer narrative:
Device not returned to MFR. However, review of production records, acceptance activities, and involved health care professionals' narratives suggest that failure was due to placement of the catheter in the articular space of an artificial joint, and also due to the technique used for catheter in the articular space of an artificial joint, and also due to the technique used for catheter removal (health care professional did not mobilize joint to release entrapment of catheter, when resistance was felt).